Manufacturer narrative:
Upon receipt the lead was found cut 10 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. Explantation aids were still inserted in and attached to the distal lead fragment. The returned lead fragments were scrutinized including a visual analysis. The analysis showed multiple sign of wear on the leads body. In particular 6 cm to 9 cm distal to the is-1 connector the insulation was found abraded through and the outer conductor coil was found broken, which is assumed to be the root cause for clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. In addition the visual analysis revealed an abraded through insulation 22 cm to 26 cm proximal to the lead tip. Further damages such as cuts in the suture sleeve as well as cuts into the outer insulation most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the right atrial (ra) lead was explanted and replaced on (B)(6) 2019 due to impedance issue with low pace less than 200ohms and high pacing thresholds. This lead will be returned.